Manufacturer narrative:
On 04/14/2016 the field service engineer (fse) found a leak under the flow cell. The fse replaced the flow cell resolving the leak and the failures reported by the customer. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system was failing daily checks for differential, retic and nucleated red blood cells (nrbc). While troubleshooting the field service engineer (fse) found a contained leak from the flow cell. The fse was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated. There was no change in patient treatment.